Event description:
This unsolicited case from united states was received on (B)(6) 2017 from a patient. This case concerns a (B)(6) year old female patient who received treatment with synvisc one injection and later on the same day hardly hurt, pain of both knees and after 01 day experienced swelling of both knees and redness of both knees and could not walk and after few days experienced urinary tract infection (uti) and after unknown latency patient could not bear weight on either leg. No relevant concurrent conditions were reported. Patient had synvisc one injections for years with no reactions and the last time was around (B)(6) 2016. The patient had a history of high blood pressure and asthma. Her concomitant medications included unspecified blood pressure medicines. She had no allergy to eggs, but has a slight feather allergy that causes sneezing and allergy to cats, dogs, mold and dust. She had a sulfa allergy when she was young. On (B)(6) 2017, the patient initiated treatment with intra- articular synvisc one injection once (dose and batch/lot and expiration date: not provided) for osteoarthritis in both her knees. Patient got the injections every two years, but the time in between injections was getting smaller. The synvisc one had gotten less effective. The procedure on (B)(6) 2017 went perfectly, it hardly hurt at all. She came home, iced her knees and rested, as recommended. On (B)(6) 2017, 01 day after the injection, the next morning, and patient started having pain, swelling and redness of both knees and by 5pm, she could not walk and was in the emergency room (ER). On an unknown date in 2017, after unknown latency, the patient could not bear weight on either leg. On an unknown date in 2017, few days after the injection, the patient's bloodwork showed increased white blood cells and urinalysis showed that she had a urinary tract infection (uti). The patient was given IV (intravenous) antibiotics and pain medication in the ER and was discharged with antibiotics and pain medication to take home. Patient was out of it and her family believed that she should have been admitted to the hospital. No fluid was removed from the knees. It took five days before she could get up and around, her family slid her around on an office chair until they could borrow a wheelchair. Patient was ok now, but was still waiting for the synvisc one to work. In the past, she got relief immediately, but this time she had not. The ER told pre-existing uti caused an antibody reaction, but neither the patient, nor her physician believes that was the case. Corrective treatment: IV antibiotics for urinary tract infection (uti); not reported for could not bear weight on either legs, swelling of both knees and redness of both knees; pain medication, iced her knees and rested for hardly hurt, pain of both knees; could not walk for family slid her around on an office chair until they could borrow a wheelchair for could not walk outcome: recovering/ resolving for all the events. Seriousness criteria: important medical event for all the events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Pharmacovigilance comment: sanofi company comment dated: (B)(6) 2017: this case concerns a patient who received synvisc one for osteoarthritis. Later patient experienced urinary tract infection, weight bearing difficulty and difficulty walking. The role of the suspect product in the occurrence of the events of weight bearing difficulty and difficulty walking could not be denied. Also, since the onset date of urinary tract infection is not reported, hence a causal relationship between the event of urinary tract infection and suspect product could not be established. However, further information pertaining to patient's complete medical history, concomitant medication and concurrent condition will assist in a comprehensive case assessment.

Event description:
This unsolicited case from united states was received on 15-dec-2017 from a patient. This case concerns a (B)(6) year old female patient who received treatment with synvisc one injection and later on the same day hardly hurt, pain of both knees and after 01 day experienced swelling of both knees and redness of both knees and could not walk and after few days experienced urinary tract infection (uti) and after unknown latency patient could not bear weight on either leg. Also device malfunction was identified for the reported lot number. No relevant concurrent conditions were reported. Patient had synvisc one injections for years with no reactions and the last time was around (B)(6) 2016. The patient had a history of high blood pressure and asthma. Her concomitant medications included unspecified blood pressure medicines. She had no allergy to eggs, but has a slight feather allergy that causes sneezing and allergy to cats, dogs, mold and dust. She had a sulfa allergy when she was young. On (B)(6)-2017, the patient initiated treatment with intra- articular synvisc one injection once (batch/lot: 7rsl021 and dose and expiration date: not provided) for osteoarthritis in both her knees. Patient got the injections every two years, but the time in between injections was getting smaller. The synvisc one had gotten less effective. The procedure on (B)(6)-2017 went perfectly, it hardly hurt at all. She came home, iced her knees and rested, as recommended. On (B)(6)-2017, 01 day after the injection, the next morning, and patient started having pain, swelling and redness of both knees and by 5pm, she could not walk and was in the emergency room (ER). On an unknown date in 2017, after unknown latency, the patient could not bear weight on either leg. On an unknown date in 2017, few days after the injection, the patient's bloodwork showed increased white blood cells and urinalysis showed that she had a urinary tract infection (uti). The patient was given IV (intravenous) antibiotics and pain medication in the ER and was discharged with antibiotics and pain medication to take home. Patient was out of it and her family believed that she should have been admitted to the hospital. No fluid was removed from the knees. It took five days before she could get up and around, her family slid her around on an office chair until they could borrow a wheelchair. Patient was ok now, but was still waiting for the synvisc one to work. In the past, she got relief immediately, but this time she had not. The ER told preexisting uti caused an antibody reaction, but neither the patient, nor her physician believes that was the case. Corrective treatment: IV antibiotics for urinary tract infection (uti); not reported for could not bear weight on either legs, swelling of both knees and redness of both knees; pain medication, iced her knees and rested for hardly hurt, pain of both knees; could not walk for family slid her around on an office chair until they could borrow a wheelchair for could not walk outcome: recovering/ resolving for all the events a pharmaceutical technical complaint (ptc) was initiated global ptc number: (B)(4) an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: disability for could not walk and device malfunction additional information was received on 15-dec-2017 and 11-jan-2018 (both the information was processed together with clock start date of 15-dec-2017). Additional event of device malfunction was added along with details. Global ptc number and results were added. Upon internal review, seriousness criteria of could not walk was updated from important medical event to disability and the events could not bear weight on either leg, hardly hurt, pain of both knees, swelling of both knees and redness of both knees were updated from serious to nonserious. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated:15-dec-2017 this case concerns a patient who received synvisc one injection from the recalled lot for osteoarthritis. Later patient experienced urinary tract infection, weight bearing difficulty and difficulty walking. The role of the suspect product in the occurrence of the events of weight bearing difficulty and difficulty walking could not be denied. Also, since the onset date of urinary tract infection is not reported, hence a causal relationship between the event of urinary tract infection and suspect product could not be established. However, further information pertaining to patient's complete medical history, concomitant medication and concurrent condition will assist in a comprehensive case assessment. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
This unsolicited case from united states was received on 15-dec-2017 from a patient. This case concerns a (B)(6) year old female patient who received treatment with synvisc one injection and later on the same day hardly hurt, pain of both knees/pain, had swelling of both knees and redness of both knees and after 1 day had a fever of 101.3, experienced dry heaving, could not event keep down water, dehydrated and could not walk and after few days experienced urinary tract infection (uti) and after unknown latency patient could not bear weight on either leg/could not could not stand up or bear weight on my legs. Also device malfunction was identified for the reported lot number. No relevant concurrent conditions were reported. Patient had synvisc one injections for years with no reactions and the last time was around (B)(6) 2016. The patient had a history of atrial fibrillation, aflutter, hypertension and asthma. Concomitant medications included unspecified blood pressure medicines, valsartan/hydrochlorothiazide for high blood pressure, mometasone furoate (asmanex) and montelukast (singulair) for asthma. She had no allergy to eggs, but has a slight feather allergy that causes sneezing and allergy to cats, dogs, mold and dust. She had a sulfa allergy when she was young. Patient was also allergic to naproxen and had fast heart beat. On (B)(6) 2017, at 02:30 pm the patient received treatment with intra- articular synvisc one injection once (batch/lot: 7rsl021 and dose and expiration date: not provided) for osteoarthritis in both her knees and knee pain. Patient got the injections every two years, but the time in between injections was getting smaller. The synvisc one had gotten less effective. The procedure on (B)(6) 2017 went perfectly, it hardly hurt at all. She came home, iced her knees and rested, as recommended. On the same day, patient had swelling and redness of both knees. On (B)(6) 2017, approximately 1 day after receiving the injection in both knees, patient could not stand up, walk or bear weight any weight on legs. On the same day, 01 day after the injection, the next morning, and patient started having pain, had a fever of 101.3, was dry heaving, could not event keep down water, became dehydrated and by 5pm, she could not walk and was in the emergency room (ER). On the same day, 1 day after the injection, patient could not bear weight on either leg. On an unknown date in 2017, few days after the injection, the patient's bloodwork showed increased white blood cells and urinalysis showed that she had a urinary tract infection (uti). The patient was given IV (intravenous) antibiotics and pain medication in the ER and was discharged with antibiotics and pain medication to take home. Patient was out of it and her family believed that she should have been admitted to the hospital. No fluid was removed from the knees. It took five days before she could get up and around, her family slid her around on an office chair until they could borrow a wheelchair. Patient was ok now, but was still waiting for the synvisc one to work. In the past, she got relief immediately, but this time she had not. The ER told pre-existing uti caused an antibody reaction, but neither the patient, nor her physician believes that was the case. Corrective treatment: IV antibiotics for urinary tract infection (uti); not reported for could not bear weight on either legs, swelling of both knees and redness of both knees; pain medication, iced her knees and rested for hardly hurt, pain of both knees/pain; family slid her around on an office chair until they could borrow a wheelchair for could not walk outcome: recovered for could not walk, device malfunction, could not bear weight on either leg/could not could not stand up or bear weight on my legs, dry heaving, could not even keep down water, dehydrated, hardly hurt, pain of both knees/pain and recovering/ resolving for other events a pharmaceutical technical complaint (ptc) was initiated global ptc number: (B)(4) an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: disability for could not walk and device malfunction; important medical event for uti additional information was received on 15-dec-2017 and 11-jan-2018 (both the information was processed together with clock start date of 15-dec-2017). Additional event of device malfunction was added along with details. Global ptc number and results were added. Upon internal review, seriousness criteria of could not walk was updated from important medical event to disability and the events could not bear weight on either leg, hardly hurt, pain of both knees, swelling of both knees and redness of both knees were updated from serious to nonserious. Clinical course was updated and text was amended accordingly. Additional information was received on 17-jan-2018 from patient. Patient's height was added. Concomitant medications were added. Additional event of dry heaving, had a fever of 101.3, could not event keep down water and dehydrated were added along with details. The event term hardly hurt, pain of both knees was updated to hardly hurt, pain of both knees/pain and could not bear weight on either leg was updated to could not bear weight on either leg/could not could not stand up or bear weight on my legs. Treatment start date of synvisc one was updated from (B)(6) 2017 to (B)(6) 2017. Event onset of could not walk, could not bear weight on either leg/could not could not stand up or bear weight on my legs and hardly hurt, pain of both knees/pain was updated from (B)(6) 2017 to (B)(6) 2017. Outcome of could not walk, could not bear weight on either leg/could not could not stand up or bear weight on my legs and hardly hurt, pain of both knees/pain was updated from recovering to recovered. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated:17-jan-20178 the follow up information does not alter the prioer assessment of the case. This case concerns a patient who received synvisc one injection from the recalled lot for osteoarthritis. Later patient experienced urinary tract infection, weight bearing difficulty and difficulty walking. The role of the suspect product in the occurrence of the events of weight bearing difficulty and difficulty walking could not be denied. Also, since the onset date of urinary tract infection is not reported, hence a causal relationship between the event of urinary tract infection and suspect product could not be established. However, further information pertaining to patient's complete medical history, concomitant medication and concurrent condition will assist in a comprehensive case assessment. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.